Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the tissue samples exhibiting sub-optimal tissue processing, which were the subject of this complaint, were derived from the "2 hr small" protocol comprising (B)(4) cassettes, which started in retort a at 01:25am on (B)(6) 2020 and completed at 03:27am on (B)(6) 2020; and the "2 hr small" protocol comprising (B)(4) cassettes, which started in retort b at 01:59am on (B)(6) 2020 and completed at 04:00am on (B)(6) 2020. Investigation of this complaint found that the instrument functioned as designed during execution of "2 hr small" protocols started in retort a at 01:25am on (B)(6) 2020 and in retort b 01:59am on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Information documented by the complainant in the adverse event information form received by leica biosystems (B)(4) on (B)(6) 2020 described that the size and type of tissue exhibiting sub-optimal processing were 0.1-0.3mm skin, shave biopsies., which had been processed using a 2 hour protocol. 1 of the leica peloris/peloris ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types. The one (1) hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate; and the two (2) hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of the tissue samples being processed.

Event description:
A leica applications specialist - core histology (fss) received a complaint by email detailing the following in relation to histocore peloris 3 rapid tissue processor serial number (B)(4): "just wanted to let you know that we encounter some issues with several tissues that were over processed in one of the peloris 3. I called for service (ticket # (B)(4)) to see if someone can take a look at the machine. However, I changed bottles #3 and #4 to 70% alcohol like you recommended last time." On (B)(6) 2020, the fss visited the customer site and documented the following observations: "both affected runs used the same alcohol and xylene bottles. Bottles 3,4,5, and 10 were changed by customer prior to me being on-site. Bottle 7 is clogged with what appears to be fragments of adipose tissue. I cleaned bottle 7 and replaced with fresh reagent. Error 1104 air system recovery error in each affected protocol." The fss also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was within the acceptable limit of 5% in all instances. On (B)(6) 2020, a leica field service engineer (fse) visited the customer site in order the assess the operation and function of the instrument. The fse performed system verification tests, for which all results were satisfactory; and the instrument was found to be operating within specification. On (B)(6) 2020, the leica applications specialist - core histology received information that all cases involved in this event were diagnosable.